Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation. It was reported the initial mitraclip procedure was performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully deployed, reducing mr 2. On (B)(6) 2022, the patient was re-admitted with shortness of breath. Transthoracic echocardiogram (tte) was performed, mr had increased to 3-4. The clip is stable on both leaflets. There was no tissue damage observed. Another mitraclip procedure is scheduled for (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported mitral regurgitation (mr) could not be determined. The reported dyspnea appears to be a cascading effect of mr. The reported effect of mr and dyspnea are listed in the instructions for use are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling. Na.

Event description:
Subsequent to the initially filed report, the following information was received: a second mitraclip procedure was performed on (B)(6) 2022. One clip was implanted, reducing mr to 1-2. No additional information was provided.